Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made by the representative in germany to obtain medical records, medical images and detailed device information but the requested information was not provided. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2 corrections: g1,2: contact office- name has been updated h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
It was reported that the patient was implanted in (B)(6) 2018 (the exact date was not provided) with an afx2 device. Approximately one year post implant the patient presented with an aortoduodenal fistula. The physician is planning to explant the device. No further information has been provided. Note: the exact date of event was not provide.